Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the white reload accessory; however, isi did receive the endowrist 30 curved-tip stapler instrument to perform failure analysis and did not confirm or replicate the customer reported complaint. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions; and the grip tips opened and closed properly. The instrument clamped, fired, and unclamped successfully. No product issue was found.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) has received the endowrist curved-tip stapler 30 instrument that was used during this reported event; however, failure analysis investigations have not been completed as of the date of this report. Isi has not received the white stapler 30 reload for failure analysis evaluation. A log review shows the endowrist curved-tip stapler 30 instrument, was installed on the system twice and fired one white reload. On the first install, the system failed to detect a valid reload was installed, which the logs show an error code; representing the error. The instrument was re-installed, and the white reload color was manually selected via the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed without error. The instrument was then removed, and not used in the procedure again. An isi clinical development engineer (cde) reviewed a image provided by the customer. Per the cde, the smaller staples on the left hand side of the tissue looked properly formed. The larger staples appeared well formed and b-shaped as well. The cde noted that there may be overlap in these staple lines but there are no malformed staples observed.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, there was bleeding from the left pulmonary artery staple line, and the procedure was converted to open surgery. Prior to the stapling event, the lymph node dissection was completed with no issues. After firing a white stapler 30 reload with the endowrist curved-tip stapler 30 instrument on the left pulmonary artery, a large amount of bleeding was observed along the staple line. The surgeon believes the cause of the bleeding was from the staples, which appeared to be deformed and not compressed enough. To control the bleeding, the procedure was converted to open surgery and the vessel was repaired using sutures. The estimated blood loss is unknown, but the patient required 7 units of rbc, 3 units of platelets, and 400ml of cell saver product. Intraoperatively, the patient coded and was defibrillated on 5 different occurrences; and the surgeon performed manual massage on the heart. The procedure was completed. Post-operative, the patient has not had any complications and is still hospitalized.